Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an adhesive issue in which the infusion set was accidentally pulled out during use due to the tubing catching on something or the pump falling on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.